Event description:
It was reported that the patient experienced chest pain, diaphoresis, shortness of breath, weakness, activity intolerance, hypertension, elevated enzyme levels, and lateral st segment depressions. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced chest pain that was sternal, heavy, and radiated to bilateral jaws. The patient also confirmed diaphoresis, shortness of breath, weakness, and activity intolerance and stated these had been going on since the ablation procedure. The patient noted needing oxygen via nasal cannula at home, though the nasal cannula was not normally worn. The patient stayed in the hospital for one night. In the emergency room (ER) it was noted that the patient was hypertensive and saturating in low 90's. The patient had normal white blood cell count (wbc), electrolytes and renal function were within normal levels as well. Troponin was elevated at 0.397 and nt-pro-bnp elevated at 2430. A chest x-ray was performed and did not show over volume overload. An electrocardiogram (EKG) was negative for st-segment elevation myocardial infarction (stemi), but did show some lateral st depressions. The patient had four stents placed and was noted to be feeling better after receiving them.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.